Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient events of abdominal pain, nausea, vomiting with subsequent hospitalization with diagnosis of peritonitis and pd therapy on the liberty select cycler with cycler set. The discharge summary documents the cause of the peritonitis as a breach in aseptic technique. The patient¿s diagnosis of clostridium difficile is not related to pd therapy. There is no documentation to show a causal relationship between the adverse events and the liberty select cycler or cycler set.

Event description:
During routine follow-up for a supply bag lines blocked message, it was reported that a peritoneal dialysis patient on continuous cycling peritoneal dialysis for renal replacement therapy was hospitalized on (B)(6) 2018 for an infection. The patient presented to the emergency room on (B)(6) 2018 with 5 day history of right lower quadrant abdominal pain, sharp, with nausea and vomiting. The patient was able to complete peritoneal dialysis therapy at home without difficulty. The patient was started on broad spectrum antibiotics. The patient¿s white blood cell count was normal (unknown value). A peritoneal dialysis effluent culture was taken and the white blood cell count was increased at 5171 cells per squared mm with 98% poly nuclear cells. The culture grew clostridium perfringens and (B)(6) and was diagnosed with peritonitis caused by breach in aseptic technique. The patient also developed diarrhea with stool studies returning positive for clostridium difficile (c diff). The patient was treated/prescribed intravenous vancomycin and oral vancomycin and flagyl (dose, frequency and duration unknown). A computed tomography (CT) scan of the abdomen and pelvis revealed a pneumoperitoneum (secondary to the patient when he withdraws fluid manually the catheters are left open which can cause the aspiration of air into the abdomen), descending and sigmoid colonic diverticulosis and cholelithiasis. Also a right lower lobe mass and right renal mass was documented as previously seen on other CT scans (unknown date). This was suspected to be renal cell carcinoma. The patient¿s diarrhea improved but continued to have frequent bowel movements. The patient remained afebrile and hemodynamically stable throughout the hospitalization and was discharged to home on (B)(6) 2018 with continued antibiotics.